Manufacturer narrative:
Inspected one opened/used enlite sensor, performed bicarbonate buffer test and sensor failed due to high readings. Also found cannula bent and was unable to confirm if customer received sensor in said condition due to customer returning opened/used.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level reading difference. Her blood glucose level was 273 mg/dl but her sensor glucose reading was 53 mg/dl . She noticed a bent sensor cannula. The customer received a change sensor alarm. The insulin pump went into threshold suspend. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.